Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gas trointestinal/pelvic floor. It was reported that 2 days prior on (B)(6) 2016 the patient had 2 urges to use the bathroom but only a little came out both times. It was noted that she had a lot of back aches, but this was unrelated to the therapy and she had this issue since before the implant. The patient was able to verify that stimulation was on and the patient was able to increase and feel stimulation. The patient was on program 1 at 1.6 and was feeling stimulation comfortably. Further follow-up is being conducted to the circumstances that led to the urges, the steps taken to resolve the issues, if the issue had been resolved, if the retention was new or pre-existing, and if any troubleshooting or diagnostics were performed. If additional information is received, a follow-up report will be sent.